Manufacturer narrative:
The right ventricular output was reprogrammed and the patient was scheduled for additional follow-up. The available information suggests this device and lead remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating the lead was capped and surgically abandoned. Another manufacturer's lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead was in the hospital due to an elective surgery. During a device interrogation high right ventricular pacing impedance measurements were observed, including out of range measurements when the patient was sitting up. When the patient laid back down, in range measurements were observed. Attempts to recreate the out of range measurements were unsuccessfully. Inconsistent right ventricular measurements were also observed. Electrograms revealed noise on the rate/sense channel which was oversensed and resulted in nonsustained episodes. There was no evidence of pacing inhibition and no inappropriate therapy was delivered due to the noise. No adverse patient effects were reported.